Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer 4.2 pocket b6 was failed. The field service engineer (fse) had responded to a failure in the aux 4-1 pockets, which were ejecting during recovery and had unloaded medications. The fse cleaned the contacts on both drawer controller boards and secured all relevant connections. The hard stop was also properly secured. Following these corrective actions, functionality was verified in hardware test application (hta) testing, confirming operational status. The issue was successfully resolved. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.